Manufacturer narrative:
Pump received unable to perform the displacement due to broken/detached end cap. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that the backside of insulin pump was cracked. Rive support cap was not damaged. The device will be returned for analysis.